Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 447 mg/dl with an unknown cause. Customer went to the emergency room (ER) and was treated with fluids, insulin, and shots for nausea. Reportedly, the customer left the ER after 3 hours with a bg of 237 mg/dl.